Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed open cysts under the lifevest equipment. The patient reported that they went to urgent care and were advised not to apply anything over the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed open cysts under the lifevest equipment. The patient reported that they went to urgent care and were advised not to apply anything over the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.